Manufacturer narrative:
(B)(4).

Event description:
A talent taa stent graft was implanted in zone 4 for the treatment of a 60 mm in diameter and 88 mm in length thoracic aortic aneurysm. It was reported that on stent graft infection was confirmed, a retroperitoneum drainage was started with an administration of antibiotics for the treatment. The patient passed away due to sepsis. The investigator assessed that the stent graft infection is associated with tevar. This event case is not related to product quality of the relevant device. But the patient would not have had an onset of graft infection if the relevant device had not been implanted. The investigator assessment states that it is determined to be unknown causality between this event case and the relevant device.